Manufacturer narrative:
Initial

Event description:
It was reported that the patient had been using meal announcements as corrective dosing, which can lead the ilet system to adapt inappropriately and disrupt insulin delivery needs. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health status requiring medical intervention. Investigation included review of patient-reported use patterns and provision of troubleshooting and education on correct use of meal announcements. Investigation of this case revealed user technique error resulting in potential maladaptive insulin delivery behavior by the device. It was concluded, based on previously established findings for similar reports, that the cause was user error with inadequate training, remediated by additional education.